Event description:
The customer reported a leak from an unknown location inside a coulter lh 750 hematology analyzer. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no report of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found disconnected tubing at port 8 on the blood sampling valve (bsv). The fse reattached the tubing and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).